Manufacturer narrative:
(B)(4). Date of initial report : 01/20/2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported hat the dissection blade came out of the instrument. The issue occurred prior to use and nothing broke off the device or fell into the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). One lf1723 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found that the knife blade was exposed while the jaw is open. The customer reported that the knife blade is exposed. The reported condition was confirmed. The investigation found the knife blade was exposed while the jaw is open and the knife blade could not be retracted. No damage or missing part on the knife blade. Logs were pulled from the rfid tag and it showed that the device was used 14 different times. The investigation identified the root cause of the reported event to be user error due to re-use. The IFU warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.